Event description:
A surgeon reports that following intracocular lens (ol) implant surgery, a patient developed uveities. The patient was treated with cortisone and the uveitis resolved. The association between this event and the iol is not known. Additional information has been requested.